Event description:
The customer called to report low blood glucose levels. The customer stated that she removed the reservoir and noticed that 60 units of insulin is missing. The customer could smell the insulin, and was not sure where it was leaking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.